Event description:
During a left heart cath a bmw 0.014 inch wire became lodged in the anterior tibial artery and broke when removal was attempted. There was a retained fragment of wire in the popliteal and anterior tibial artery that was unable to be removed. Vascular surgeon was consulted. A pigtail cath was exchanged with a lima cath. With the help of an angled glidewire, the cath was advanced into the left sfa over the aortic arch, was crossed with the help of the lima cath. Destination 6french sheath was advanced over the bifurcation of the aorta and parked in the common femoral artery. Anterior tibial artery was the only vessel below the popliteal artery which had critical tandem stenosis throughout, with very poor flow into the foot. Posterior tibial artery as well as the peroneal artery were totally occluded proximally. Was decided to proceed with pta of the left lower extremity. Pt started on angiomax bolus followed by the drip. A bmw wire was advanced distally down into the anterior tibial artery. At this point the wire was pulled back and the coat of the wire actually came out with the rest of the wired uncoiled, and was left in the vessel. Several attempts were made using different snares and techniques, including cwire using the snare. Efforts failed an interventional radiologist and vascular surgeon were consulted. The vascular surgeon was able to extract the wire with a microsnare.